Event description:
Thirty minutes after the duett was deployed the pt complained of "cramps" in their right leg. Assessment of the leg found it to be pale and cool to touch. A contra-lateral angiogram of the right leg was performed; significant thrombus in the superficial femoral artery was found. The physician infused tpa and performed a percutaneous transluminal angioplasty of the right sfa. This was followed with an angiojet. Six hours after device deployment the pt went to surgery where the surgeon was able to extract the remaining clot. The next day, the pt developed significant hematoma in left groin. Pressure was held but pt subsequently went to surgery for evacuation of the hematoma. Following the second surgery, the pt developed respiratory and renal failure. The pt received hemodialysis and had remained on the ventilator since the first surgery. The family decided to remove life support. The pt was removed from the ventilator and expired shortly after.